Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high, out-of-range right atrial (ra) pacing impedance measurements measuring, greater than 3,000 ohms. Additionally, there was a stored signal artifact monitoring (sam) episode in which the respiratory rate trend (rrt) sensor was being oversensed. There were no observations of noise. The health care professional (hcp) will have the patient come into the office for an evaluation. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.